Manufacturer narrative:
Additional information: b5. Correction: h10.

Event description:
It was reported that the patient presented for repositioning of the implantable cardioverter defibrillator (ICD). The device was unable to be interrogated immediately before and after the procedure due to a possible programmer issue. The following day the device was interrogated, and the defibrillation impedance measurements were found to be out of range. Atrial and ventricular pacing impedances also dropped. It could not be determined if the varying defibrillation impedance was attributed to the right ventricular lead or the ICD. However, the all measured within normal limits two days post-operative. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for repositioning of the implantable cardioverter defibrillator on (B)(6) 2024. The device was unable to be interrogated immediately before and after the procedure due to a possible programmer issue. The following day the device was interrogated, and the impedance high voltage measurements were found to be out of range. However, the impedance measured in range two days post-op. The patient was stable. Further information was requested but not received.